Event description:
Patient experienced a peri-prosthetic fracture of the left hip as the result of a fall. Had a secur fit stem, 28mm c-taper metal head and a 52mm bipolar. Everything was explanted. A restoration modular 155mm conical distal stem with a 23mm diameter was implanted along with a 19mm +0 proximal cone body with a -4 28mm v40 metal head and a 52mm bipolar. A medium trochanteric grip plate and three cables were also used.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown secure fit stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.